Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath split issue was confirmed. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, concomitant medical product therapy date : estimated date. A femoral angiogram was not performed. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device with a 6f sheath after an interventional percutaneous coronary procedure. A femoral angiogram was not performed. No resistance was felt during advancement of the starclose se thumb advancer. When splitting the sheath, the sheath broke when it goes down. When the exchange sheath has to be broken, it broke in a wrong way . Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.